Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. The v is1 set screw and ring septa were not returned with the device. The v is1 hex cavity was stripped but a test screw was able to be tightened to full torque. Swelling and burn marks were observed on the device can. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
This report is to advise of an event observed during analysis.